Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was over 500 mg/dl. Customer had not addressed bg at time of troubleshooting. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.